Manufacturer narrative:
The reported event was confirmed. The service technician visually confirmed the collar was missing from the device. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the collar of the synthes reamer attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the collar of the synthes reamer attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.